Event description:
The FDA recently approved the use of sculptra for cheek wrinkles. My medical professional had just taken a workshop on this approach and she injected the sculptra just under my skin. It has been 5 months and I still have discoloration on both cheeks. I thought it was bruising but since it has not gone away I think there is something wrong with this method of using the product. Another doctor thought it was the filler showing through my skin, or the tyndall effect. There is really nothing to be done for this now and I am not sure when or if it will go away. I think there should be some disclaimer or caution with this approach to sculptra.